Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, a device history review, and a review of the alarm log were performed. The blown fuses were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have blown fuses. No additional information is available.